Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
Through analysis it has been determined that no non statistical trends exist for this lot of architect total bhcg reagent lot. Testing was performed using retained quality file samples of architect total bhcg reagent lot 14907jn00, controls and panels. The testing met all validity and acceptance criteria. This testing demonstrates that architect total bhcg reagent lot 14907jn00 is able to provide accurate results in the dynamic range. A labeling review was performed on the associated architect total bhcg reagent package insert and the architect operation manual. The package insert provides extensive information on situations that may result in falsely elevated results. The architect operations manual also provides troubleshooting to perform if falsely elevated results are observed by the customer. From the review performed it was identified that the customer has sufficient labeling to aid in troubleshooting this issue. No nonconformities, deviations or known quality issues in relation to this product were identified. In summary, through the investigation performed no malfunction or deficiency has been identified.

Event description:
The account generated a false positive architect bhcg of 671.9 miu/ml on a patient sample that repeated negative, architect bhcg of 0.0 miu/ml. No specific patient information was provided. No impact to patient management was reported.